Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a carotid endarterectomy procedure, there were malformed clips, scissored. During the procedure, a clip has closed scissored that cut the jugular vein. No unexpected resistance felt. No unexpected noises heard. There was blood loss in small quantities. The surgeon immediately did a manual suture. The surgeon used a second device to finish the procedure without further issue. There were no adverse consequences for the patient.